Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet indicated sustained high glucose readings above 400 mg/dl for more than 90 minutes while away from home without access to a fingerstick meter, and support reviewed usage history showing recent infusion set and cartridge changes; the user employs a curved 23-inch infusion set, and troubleshooting and education on a full supply change were completed. Symptoms included hyperglycemia. Outcomes included no reported injury and no medical intervention beyond troubleshooting. Investigation included customer support review of device use data and guided supply change. Investigation of this case revealed an unclear cause of hyperglycemia despite supply replacement, with no specific device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.